Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. And also reported that the customer received the customer received pump error 35 (a broken force sensor was detected during seating or regular delivery) alarm. The blood glucose value was 14.1 mmol/l at the time of the event. The event involved product(s) mmt-1885. Troubleshooting was performed for pump error alarm and crack on pump at the back of the pump battery side and pump functionality is impacted. Customer was unable to clear the alarm but was unable to complete the rewind process. No further patient complications were reported. The customer will stop using the device and was told to revert to the backup plan according to healthcare professional instructions. No product return is required for mmt-1885.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump immediately alarmed an open book image once installing an aa battery. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test, and displacement accuracy test due to critical pump error (open book image). Test p-cap and reservoir locks properly into the reservoir compartment. Successfully downloaded pump history files and traces using thump software. Critical pump error (open book image) alarm confirmed and was triggered by a pump error 35 fatal alarm confirmed in the history files on event date of 08/10/2025 at 02:06:07.000 due to moisture damage on the force sensor. Pump delivered 13 bolus deliveries on the event date of 08/10/2025 at 00:01:07.000 to 02:06:07.000. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: battery tube threads - cracked, cracked case, scratched case, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, and corroded battery tube. Critical pump error (open book image) alarm confirmed due to pump error 35. Pump error 35 alarm confirmed due to moisture damage on the force sensor. Moisture damage was noted found on the battery tube, electronic assembly, motor, and force sensor. Cosmetic damage was confirmed at the back of the pump. Unable to verify customer's complaint for high bg's. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.